Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of an occluded cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 18 mmol/l (324 mg/dl) between 37 and 48 hours of wearing the pod. It was reported that there is an occlusion with the cannula, and upon removal from their leg there is blood on the cannula. As treatment a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. There were no damages or deficiencies observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.